Manufacturer narrative:
Three unopened knife samples were received in blisters for the report of dull knives. The returned samples were visually inspected and were found to be conforming. The samples were then functionally tested for penetration and were found to be conforming. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. The returned, unopened samples were found to be visually and functionally conforming therefore, dull knives as described in the complaint were not confirmed. However, since the actual complaint samples were not returned, a root cause cannot be determined for the complaint as described by the customer. Because the actual complaint samples were not returned, the exact root cause for this complaint is unknown and specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. (B)(4)

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported that three knives were dull with unknown procedure details. An alternate knife was obtained in order to perform and complete the procedure. There was no impact to any patient. Additional information has been requested. Additional information received clarified that the dull knives were noted during a cataract with intraocular lens implantation procedure.